Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was over 600 (mg/dl) with trace ketones. A manual injection was administered to address bg level. Reportedly, the customer had manual injections as alternate insulin therapy.